Manufacturer narrative:
(B)(4). The device history records for the reported lot number were reviewed. All required testing specs were met prior to release; there were no abnormalities noted.

Event description:
The pt was injected on (B)(6) 2011 in the marionette lines and the nlf with 0.8cc of radiesse. The pt left that day and had tenderness in the area and had a little bruising. The pt called dr. (B)(6) on friday ( (B)(6) 2011) to report swelling. Over the weekend, the pt got worse and went to the ER. The pt had an infection and was prescribed cephalexin 500mg t.i.d and prednisone 5ml, tylenol 3 for pain and lidocaine gel for the open sore. The pt came to see dr. (B)(6) on monday. Dr. (B)(6) working diagnosis is that this is a (B)(6)infection. Dr (B)(6) prescribed valtrex and kept the pt on the antibiotics and lidocaine gel. The pt had also been given vicodin but was getting nauseous so dr. (B)(6) told the pt to decrease the amount. The pt was also in on (B)(6) 2011 and called on (B)(6) 2011. On (B)(6) 2011, dr. (B)(6) could not reach the pt.